Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient had elevated blood glucose levels and was feeling "unwell", so her mother drove her to the hospital. The patient received an e-4 occlusion error message on the infusion device while traveling to the hospital. The patient was admitted into the hospital and treated for diabetic ketoacidosis. The type of treatment given was unknown other than being treated with insulin for diabetic ketoacidosis. The patient was hospitalized from (B)(6) 2016. The patient didn't make any allegations against the device, but stated she may have done something incorrectly while using the infusion device. The infusion device is not expected to be returned for product evaluation.